Event description:
It was reported that "revision surgery for hybrid screws backing from plate. Everything was removed, a 28mm plate and six screws".

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.